Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with primary osteoporosis and had compression fracture and underwent balloon kyphoplasty (bkp) surgery. During surgery, while injecting the bone cement into the patient, the cement began to solidify. Therefore, the cement was injected into the vertebral body quickly. 3cc cement was injected in the right side and 2.5cc cement was injected at the left side. The physician wanted to inject a little more cement but could not do so. There were no patient symptoms or complications as a result of this event. The operation was completed successfully with the original product.